Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: a review of the pump history showed that pump reboots had occurred. Moisture was observed inside the battery compartment. The returned battery cap was found to be stripped and was unable to maintain electrical connection duplicating the pump power issue. A test cap was inserted and the pump was found to power on normally; the pump exercised for 24 hours without power issues occurring. A leak test was performed and no leaks were found during testing. The pump was opened and no further moisture damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.